Manufacturer narrative:
Mml reference: (B)(4). B2-other: site irritation. Oter device explanted: model: 8145. Description: stimulaltion lead. Serial numbers:(B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had persistent pain relief despite not using the device anymore. The patient requested that the device be removed. In addition, the patient reported irritation in the implantable pulse generator (ipg) site. The patient underwent surgery to remove the device. The entire device was removed with no complications. There was no report of patient harm or injury. The device history record was reviewed. No issues were found that could have contributed to the ipg site irritation experienced by the patient.

Manufacturer narrative:
Mml reference: (B)(4). B2-other: site irritation. Other device explanted: model: 8145. Description: stimulation lead. Serial numbers: (B)(6). UDI: (B)(4). The reactiv8 system was returned and evaluated. There was no allegation against the function of the lead or the ipg. The implantable pulse generator (ipg) passed the functional test. The two leads were being cut into two segments, so functional testing could not be performed. The reactiv8 system was removed at the patient's request.

Event description:
It was reported that the patient had persistent pain relief despite not using the device anymore. The patient requested that the device be removed because the patient reported irritation in the implantable pulse generator (ipg) site. The patient underwent surgery to remove the device. The entire device was removed with no complications. There was no report of patient harm or injury. The device history record was reviewed. No issues were found that could have contributed to the ipg site irritation experienced by the patient.